Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30457838m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. While ablating the cavotricuspid isthmus (cti) line there was steam pop, and the smartablate generator stopped the ablation due to a high rise in impedance. The physician checked for pericardial effusion and since none was found, the physician continued and completed the procedure. At the end of the procedure, about 5-7 minutes after the steam pop, there was a drop in the patient¿s blood pressure, when the physician checked with intracardiac echo (ice) they noticed that there was a pericardial effusion present. Reminder of the procedure was aborted. A pericardiocentesis was performed, and 600 ml was removed. Pericardial tube was left in place. The patient's blood pressure returned to baseline and the patient was admitted and transferred to the intensive care unit for observation. Patient was hemodynamically stable. There¿s no indication that prolonged hospitalization was required. Patient had fully recovered from the event. Physician causality opinion was not provided. Transseptal puncture was done with a brk-1 transseptal needle. The max wattage used was 40 watts. The total lesions applied were 31 at the right side and 105 at the left side. The total ablation time was 25 minutes and 14 seconds. The total fluid applied was 850 ml. Thermocool® smart touch® sf flow rate was set at 8ml. No error messages were observed. Dashboard, vector and visitag were used as force features. The reported impedance rise is considered not MDR reportable since the smartablate generator stopped delivering rf energy as intended after the user-selected cut-off was exceeded and the risk to the patient is remote.

Manufacturer narrative:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. While ablating the cavotricuspid isthmus (cti) line there was steam pop, and the smartablate generator stopped the ablation due to a high rise in impedance. The physician checked for pericardial effusion and since none was found, the physician continued and completed the procedure. At the end of the procedure, about 5-7 minutes after the steam pop, there was a drop in the patient¿s blood pressure, when the physician checked with intracardiac echo (ice) they noticed that there was a pericardial effusion present. Reminder of the procedure was aborted. A pericardiocentesis was performed. The patient's blood pressure returned to baseline and the patient was admitted and transferred to the intensive care unit for observation. Patient was hemodynamically stable. Patient had fully recovered from the event. Device evaluation details: on (B)(6) 2021, the bwi product analysis lab received the complaint device for evaluation and the evaluation has been completed. A visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch sf (bidirectional) catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Also, IFU states that when radiofrequency (rf) current is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum, if present. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the product that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).